Manufacturer narrative:
This event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
It was reported that the customer received the following results, with two different meters, within 10 minutes: 110 mg/dl (glucotrend meter) and 265 mg/dl (active). No adverse event reported. Return of the suspect device was requested for evaluation.